Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, the monitor was intermittently unable to communicate with an electrode belt. The cause for the intermittent failure was isolated to a cracked y402 crystal oscillator on the monitor c/a board. The root cause for the cracked y402 component could not be positively identified. No adverse event resulted from the cracked y402 component. The pt received a replacement monitor.

Event description:
A (B)(6) female pt called zoll customer support to report that the monitor was displaying a service code 204 (belt/monitor unusable). The pt received a replacement monitor.